Event description:
It was reported that a customer experienced a high number of occlusion alarms on their mobi pump. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.